Event description:
It was reported an unresponsive touchscreen. There was no adverse impact to the customer¿s blood glucose level. The caller declined troubleshooting and no further action was required by technical support.